Event description:
Puncture resistance sharps container was in place on medication cart - victim backed into medication cart and was punctured by an exposed needle that had pinetrated the container. The container held 13 syringes at the time. The needle was exposed at the corner of the container approximately one inch. Treatment included testing for hiv r/t needle stick. Followup at 6wks, 12 wks & 6 months requireddevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate. Conclusion: device failure occurred and was related to event, device failure indirectly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.